Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient¿s sensor failed and shortly after this, the patient began vomiting. This progressed rapidly over the next 30 minutes. The patient checked her bg meter reading which was 350 mg/dl. The patient could not recall her last known cgm value prior to the sensor failing. The patient went to the emergency room (ER) for evaluation. At the ER, the patient was diagnosed with dka. She was treated with IV insulin, IV fluids, and IV potassium. The patient¿s tandem insulin pump was also removed. The patient was discharged after being hospitalized for 24 hours. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.